Event description:
Surgeon was performing a meniscal repair after deploying/inserting the first implant the activation rod did not spring back into place therefore the 2nd implant could not be deployed. Appears as though the shaft had been bent which may have caused the malfunction. 2nd implant was removed but the 1st was not.

Manufacturer narrative:
One device was returned for evaluation. No anchors or sutures were returned for evaluation. Visual inspection of the returned device indicated a bend on the distal tip of the insertion needle. A functional test to the actuator could not be performed due to the bending needle. This reported failure mode "won't deploy t2" can be attributed to improper user technique. Per IFU 10600327 rev. C "warnings: do not bend delivery needle". Based on the condition of the returned device no root cause relating to the manufacturing of the product can be determined. (B)(6).